Event description:
Per the clinic, the patient experienced a wound dehiscence at the implant magnet site. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2020 in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.